Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. Customer states she's been wearing the pump for 3 days and it keeps alarming. The call was dropped and no further information was obtained. The customer did not troubleshoot and did not send the product back for analysis.